Manufacturer narrative:
Emt acknowledged his attention was focused on load and he inadvertently placed his hand in stretcher legs while stretcher was folding. Emt's laceration was closed with dermabond and steri-strips.

Event description:
Emt was loading ambulance stretcher and sustained a laceration to his left hand ring finger.